Manufacturer narrative:
(B)(4). D10: (B)(6) 36mm i.d. Size jj neutral liner use with 54mm o.d. Size jj shell 63028970. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient underwent a revision surgery due to dislocation nine years post implantation. The head and liner were exchanged.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Proposed component code: mechanical (g04) head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, but neither were provided. Complaint history review and recall search cannot be performed without product identification. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: right total hip arthroplasty with normal appearance. No fracture or dislocation. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.